Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump received power error detected alert. The customer¿s blood glucose level was 557 mg/dl at time of incident. The customer was treated with manual injection. The customer reported that they received a power error detected alert. The customer was assisted with troubleshooting steps and notification light did not immediately stop flashing. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.